Manufacturer narrative:
Age at time of event: over 18. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that the product fell out into the non-sterile field and got contaminated. While opening the sterile packaging of an intellanav ablation catheter cable 6 ft for a pulmonary vein isolation, the way the product was packaged, the cable fell out into the non- sterile field and therefore contaminated. No patient complications occurred as the device was not used in the sterile field.